Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no disposable" alarm. It was also noted that the pump had cracks where the lock is. The pump was replaced. No adverse patient effects were reported.